Manufacturer narrative:
Submit date: 12/02/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample was not returned and no photos were received. This complaint will be reopened and updated accordingly if the product sample is returned. More information was requested to the customer and no additional evidence was provided for this analysis. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause is undeterminable and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs visual inspection. Qa performs in-process inspection at the final stage of production, which would identify defects in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on 11/11/2014 that a customer had an issue with a dialysis catheter. The customer reported during the overnight hours on (B)(6) 2014 the catheter became disconnected. The following morning the patient presented with a fever, and was not getting dialysis treatment. Later that evening, the patient went to the hospital experiencing pain and not feeling well, he was later hospitalized. The patient was in a lot of pain, and when the clinical staff infused to wash the abdominal cavity he experiences increased pain levels, and the peritoneum cavity could not be cleared. The patient subsequently passed on (B)(6) 2014. After several attempts to retrieve additional information, the customer has not responded.